Event description:
It was reported that the home patient (hp) had reused single use supplies while they were performing therapy. The hp stated that they had switched bags with the heater bag during the dwell cycle. The hp explained that they knew they were not supposed to do that and wanted assistance so they could end the therapy and drain manually. There was no adverse event indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. The hp stated that they switched out a bag during therapy, which is a user error. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.